Manufacturer narrative:
In speaking with olympus technical access center (tac) via the phone, the customer reported the display of an e103 error message on the xenon light source. Tac advised that the lamp would need to be replaced with a maj-1817 replacement bulb. The customer replaced the bulb as advised by tac which resolved the issue. The device was not returned to olympus as the troubleshooting tips resolved the issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by a customer, at the end of a diagnostic colonoscopy, the evis exera iii xenon light source displayed error message lamp error e103. The device was inspected prior to use and the light started to decrease on the manual setting. The procedure was completed using the same device without a delay in the procedure. There was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely that the main lamp did not turned on properly due to a failure of maj-1817 causing the reported e103 error.